Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one maxcore core disposable biopsy instrument received for evaluation. Upon visual evaluation, the device was received with a needle protector and without a yellow guard attached to the needle. The device appeared to have residue throughout and was received with both slides in the initial position. No visual anomalies were noted to the device. During functional testing, to prime, the top slide was pushed into the device and was able to lock into place. The bottom slide was then pushed into the device and was also able to lock into place. The device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 3 times in a chicken breast with each trigger, for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were obtained with no issues. Therefore, the investigation is unconfirmed for the reported failure to fire as the device was able to prime, fire and obtain sample without any issues. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure using the maxcore instrument. It was reported that during the procedure, the cannula needle allegedly failed to fire. A coaxial was used. There was no reported patient injury.